Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During deployment, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon power on. No further information was provided. The patient's status information was requested but the customer did not provide a response.